Event description:
Patient reported that cartridge failed. There was no reported impact to the customer's blood glucose level. Patient declined a call back from technical support, and no further action was needed.